Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: the keypad was intact and all of the buttons were responsive during the investigation. The keypad was removed and contamination was observed under all of the button contacts. The pump was opened and the keypad flex was full seated with no issues found. Unrelated to the original complaint, the battery compartment was cracked in two places with corrosion observed inside the compartment and behind the display lens. The leak test failed due to those findings. The pump was opened and there was no further moisture found. Also unrelated, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.